Manufacturer narrative:
The reported field event of failure to interrogation was confirmed in the laboratory. Device had no telemetry and no output due to low battery voltage. Interrogation of the device revealed the device was depleted to eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to be interrogated. The physician believed that the device was at end of life (eol). Also, the device did not provide a response when a magnet was placed over it. The pacemaker was explanted and replaced. The patient was stable post procedure.